Event description:
On 06-sep-2025, the user reported that their ilet was not providing correction doses despite elevated blood glucose (bg) levels. Bg increased from 304 mg/dl to 349 mg/dl within an hour after an infusion site change. Troubleshooting confirmed proper insulin delivery, a dry infusion site, and correct tubing connection. The user reconnected the ilet and was advised to monitor bg levels. The highest blood glucose (bg) recorded was 349 mg/dl. Bg was corrected with an infusion site change and time. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.